Manufacturer narrative:
Product analysis: visual, microscopic, and sem examination noted fracture surface smearing. No indication of fatigue was identified, with riverlines and material disruption consistent with mechanical overload. Dimensional inspection of rod diameter confirms conformance to print specification. The above observations are consistent with mechanical overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 1475005085, 510k # k102807 was cleared in the united states. (B)(4) (pseudarthrosis (failed fusion)). Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. However, applicable imaging studies were returned to the manufacturer for evaluation, whose review is as follows: "l3-5 minimally invasive stabilization of an l4 fracture. No interbody device is present, suspect this was done as an 'internal brace' for patient mobilization. No fusion is present. Small screws are present at l4. This is an expected result with stabilization without fusion across a motion segment like l4." A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior spinal fusion at l3 - l5 for compression fracture at l4 with the use of the medical device (spinal screws and spinal rod). Postoperatively, on an unknown date, the spinal rod broke. Reportedly, bone union was also not achieved. Revision was performed only for removal of the device. The reason for revision surgery was reported unknown but it was certainly not for rod breakage, as it was only during removal surgery, where it was found that the rod was broken at the inferior part of l4 on the left side. It had not been found by x-ray or CT. No fragments of the product remained in the patient. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.